Event description:
The customer called and reported her blood glucose was running high at 500 mg/dl. Customer stated she had an infection, causing high blood glucose. The purpose of the customer's call was for assistance with a glucose meter, and she was transferred for assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.